Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 80, 75cm mustang was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the balloon burst while inflating inside the patient's body. No complications were reported and the patient was stable post-procedure.